Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient lost therapy and ipg was nearing end of life. As a result surgical intervention wherein the ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.